Event description:
During a stent placement in an occluded right internal carotid artery, the physician encountered a problem while using the omniguide 8fc guiding catheter (product #gc 84778, lot # c122096-gc24969) which resulted in leaving a radiopaque marker band in the pt's vasculature. While trying to pass the catheter through the common carotid artery towards the right internal carotid artery, the radiopaque marker band disconnected from the catheter and was deposited in a side branch of the right external carotid artery. At the time that the marker band came off, the omniguide was positioned at the right external carotid artery and a meditech 0.035" -260cm amplatz super stiff guidewire (6cm supple tip) was in place. Since the marker band could have entered the right internal carotid artery and caused a serious problem, the physician would like to know if the event was a result of his wrong manipulation or is this problem known to occur for this product. In the physician's personal experience using 150 units of this product, this was the first encounter with the marker bank coming off. Note the evaluation summary asked for in block h3 is provided in the MFR's narrative of block h10